Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. Re-booting the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
An analysis of previous complaints on this specific system, concluded these complaints are suspected and/or confirmed to be related to a documented software anomaly which is being trended and monitored in an anomaly tracking database.